Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, curved opening. A leak test was performed and found two openings. A microscopic analysis identified a curved sharp opening on posterior side in the same location of crease assessed as fold flaw opening and a curved striated opening on anterior side assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Also, observed void on valve side (vv of 3mm) out specification per qa199.06 (texture side), it is assessed as workmanship. Based on the device analysis the final assessment is a crease sharp opening assessed as fold flaw opening. Fi results: the review of the documentation associated to the manufacturing process indicates that all devices with work order # (B)(4) were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, a void in valve on side out specification, per qa199.06 (because it measures 3mm). This observation has no relation with the reported event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issue with void in valve will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.